Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right atrial (ra) lead was found difficult to be removed from the pacemaker header. Upon removal, the ra lead connected to the new pacemaker exhibited high impedance and loss of capture. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.